Event description:
Healthcare professional reported that the valve holder was difficult to remove and one suture would not pull out with the valve holder, the valve holder will be returned for analysis. There was no reported adverse effects to the pt and the valve remains implanted.